Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (B)(6) on(B)(6) 2024 was unable to be confirmed. Product was not returned for analysis. Log files were not submitted for review. Additional provided information indicated that the patient experienced an adverse event that required intervention. Multiple attempts were made to obtain additional information from the customer regarding the event (including log files, the serial number of the backup battery, if any equipment was exchanged, any troubleshooting was performed, return status of the product, the type of adverse event the patient experienced and clarification on the intervention performed); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and backup battery fault alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ebb was replaced.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault on their system controller on (B)(6) 2024. Additionally, it was reported through medwatch 3400300000-2024-00000116 that the patient experienced an adverse event that required intervention to prevent permanent impairment or damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.